Event description:
It was reported the patient was undergoing surgical replacement of their stimulation device due to normal battery depletion. During the procedure impedence readings were checked and a problem was noted (no results reported). The lead was then removed. Upon removal the lead appeared bent and broken. A new lead, extension, and stimulator battery were placed. The patient recovered without sequela.

Manufacturer narrative:
The lead and extension were returned to the manufacturer for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.